Event description:
In 2001 (exact date unknown), patient underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-gard orbtial implant wrap. At six months post-op patient presented with 16 mm conjuctival melt over ocu-gard wrap; no intervention was reported. Patient post-op status: patient retained orbtial implant.